Manufacturer narrative:
Section a2, a4, a5: information unknown/not provided. Section d6a: if implanted, give date: unknown/not reported; it is unknown if the iol was implanted. Section d6b: if explanted, give date: unknown/not reported; it is unknown if the iol was implanted. Section e1: telephone number:(B)(4). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a crack on the lens. There was patient contact. No other information provided.

Manufacturer narrative:
Additional info: additional information was provided and reported as soon as the crack was detected the lens was removed. There was no patient injury. Another johnson & johnson lens (same model and diopter) was successfully implanted as a replacement. The lens was discarded and not available to return. No other information was provided. The following section has been updated accordingly: section h6: type of investigation: 4115. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.